Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical territory associate (cta) called the technical service engineer (tse) and stated that the ergo switch would not allow the console head to move up or down. Prior to calling, the cta brought in a different surgeon side console (ssc) and was proceeding with the case. Onsite logs were not available due to customer power cycle of system prior to calling. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting surgeon console headrest would not adjust an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse removed and replaced the dual motor drive board (dmd) 2 and the surgeon side switch panel (sspl) but received a 31056 error on dmd 1 on startup. Therefore, they reseated it. They also completed ergo calibration, ran in axes, and saved the data to a flash drive. During the start-up in normal mode, the system had full functionality of all ergo adjustments. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The dmd was analyzed and found to have no issues. The unit was tested on the printed circuit assembly (pca) test system and no failure was noted. The complaint regarding heard rest would not adjust was not confirmed based on the failure analysis. The surgeons switch panel with this complaint is a field scrap item and will not be returned to isi for further investigation.